Event description:
It was reported that during an avnrt case an av block was noticed on the recording system. The injury was discovered when the distal measurement changed to 11.8 millimeters. The av block was confirmed using the recording system. A temporary pacemaker was put in place. The patient is reported to be in stable condition.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for evaluation. Visual inspection of the returned device did not reveal any damage. The connector and electrodes appeared to be intact. The device met planarity and curve inspection. Electrical testing of the device revealed a continuity failure for electrode 1. A review of the device history record indicates the device met all inspection and test criteria prior to distribution from sss. This device is an electrical sensing catheter and is not capable of delivering energy to ablate tissue. The most likely root cause for the continuity failure for electrode 1 is mishandling subsequent to distribution from sss> clinical review was obtained regarding the reported event and it was concluded that the electrode failure would not be expected to result in the delivery of rf energy at an improper location. Therefore, the most likely root cause for the reported event is ablation energy delivery to an incorrect cardiovascular site by an ablation catheter that was not reprocessed by sss. The instructions for use (IFU) states: "avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires." "Handle catheter with care to avoid improper electrical functioning." "Standard electrical grounding precautions should be observed when using electrical recording or stimulation equipment." "Avoid excessive contact of handpiece with fluids, as this could adversely affect the electrical performance of the catheter." The reported event will continue to be monitored through post market surveillance.

Event description:
It was reported that during an avnrt case an av block was noticed on the recording system. The injury was discovered when the distal measurement changed to 11.8 millimeters. The av block was confirmed using the recording system. A temporary pacemaker was put in place. The patient is reported to be in stable condition.

Manufacturer narrative:
A supplemental will be filed once the investigation is complete.